Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include convulsing and screaming. The patient was treated with IV (intravenous) fluids. The patient was released several hours later. Patient reported she believed her dexcom was giving false high blood glucose readings when her fiancé gave her a 2-unit bolus. According to the patient, the pod was not worn when seeking medical attention and is believed that the patient sweat the pod off.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.0.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.